Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 557 mg/dl. The customer stated the insulin pump alarmed no delivery and treated with insulin pump. Customer's blood glucose value was 489 mg/dl at the time of the call. Troubleshooting was performed. During the troubleshooting, it was determined that she did not have any insulin the reservoir. The low reservoir settings were adjusted. The product was not returned for analysis.